Event description:
Customer reported a previous incident of high blood glucose levels, although the specific value was not known and simply displayed as "high." Cause was not known. The customer managed the situation with a corrective injection. Technical support recommended the customer consult with a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.